Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, a pause episode possibly due to loss of contact was noted. The patient would continue to be monitored.